Manufacturer narrative:
H6: investigation summary: a mp1000 china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20085931. From the information provided by the customer it appears that the piston of the mp1000 china product was recessed; however no further information was available to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20085931 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000 china product in the past 12 months. H3 other text : see h10.

Event description:
It was reported that the bd maxplus needleless connector experienced stick down of a needle-free valve. The following information was provided by the initial reporter: it was found that the inner core of the needle-free connector could not rebound after connecting the infusion set, so the patient was reconnected with infusion with a needle-free connector.

Event description:
It was reported that the bd maxplus needleless connector experienced stick down of a needle-free valve. The following information was provided by the initial reporter: it was found that the inner core of the needle-free connector could not rebound after connecting the infusion set, so the patient was reconnected with infusion with a needle-free connector.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.